Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was noted on the right ventricular (rv) lead that caused inappropriate atp. Reprogramming is anticipated and the patient was in stable condition.

Event description:
During follow-up, inappropriate atp was delivered to the patient due to incorrect detection of atrial fibrillation as ventricular tachycardia. Device reprogramming is anticipated to resolve the event. The patient was in stable condition.